Manufacturer narrative:
The clinician returned an endoscopic vein harvesting bipolar device for evaluation. The jaw was broken. The report stated that the piece was retrieved. No report of patient injury. No complications due to the event. Visual inspection confirmed that the tip was broken. No other damage was noted. Mechanical stress on the bipolar jaw tip can cause damage. As stated in the instructions for use. "Do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument".

Event description:
The clinician returned an endoscopic vein harvesting bipolar device for evaluation. The jaw was broken. The report stated that the piece was retrieved. No report of patient injury. No complications due to the event.